Manufacturer narrative:
A supplemental report is being submitted for device evaluation and additional information. Product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) were returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Internal inspection did not reveal any anomalies. Visual inspection revealed contamination within both power ports. This is an additional observation not related to the reported event, likely due to the handling of the device. Failure analysis of the returned pump revealed that the device passed visual inspection and functional testing. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Review of the controller log files revealed three (3) controller power up events with an associated pump start event logged on 18-jun-2023 at 1 6:29:41, 16:39:35, and 17:11:54. The controller was without power for 15 seconds, 9 minutes and 13 seconds, and 16 seconds, respectively. The last data point was recorded at 17:12:29 and three (3) additional controller power up events with an associated pump start event were logged at 17:13:47, 17:14:17, and 17:14:56. The controller was without power for a max of 1 minute 27 seconds. No anomalies were recorded leading up to the losses of power. Additionally, a decrease in power consumption and estimated flows was observed on (B)(6) 2023 and two (2) low flow alarms were recorded since 16:53:27. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-aug-2021 / serial#: (B)(6) / UDI#: (B)(4) / d9: yes, return date: 19-july-2023 / h3: yes dev rtn to MFR? Yes / h4: mfg date: 17-aug-2020 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that a controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a chronic systemic infection with worsening shortness of breath for the past few weeks. The patient went to the emergency room as there was an increased amount of discharge from the driveline exit site and was having more difficulty breathing. The patient was admitted to hospital and chest x-ray was done which showed possible pneumonia. Intravenous (IV) antibiotics were started.  At one point the patient stood up apparently to reach her phone, fell to the floor and hit her face. The patient died there. The patient had a do not resuscitate (dnr) order.  Circumstances surrounding the event were unknown.